Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system. It is concluded that the injury of the patient is caused by not keeping sufficient distance between the coil cable and patient skin. No padding was used to ensure the distance between the cable and the patients skin. The fact that 5 scans on high sar value were conducted is expected to have contributed. Furthermore it was observed that the temperature of the mr examination room was 26 degrees celsius, which is higher than the value specified (<= 22 degrees celsius). For the sense body coil it is known that the positioning of the coil cables can create unintended resonances via the patient or elevated coil cable temperature due to rf coupling to the qbc. However when the instructions for use is followed no serious injury is expected. (B)(4).

Event description:
A customer reported to philips that a patient sustained a blister (size 8 x 2 cm) on the left upper arm after an MRI examination with an intera 1.5t mr. The patient was positioned feet first supine and scanned with the sense body coil for an abdomen examination.